Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that patient will undergo either a revision or an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the ipg was in an uncomfortable position and the patient would like the ipg to be moved. The patient will undergo a pocket revision procedure.

Event description:
A report was received that patient will undergo either a revision or an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that patient will undergo either a revision or an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that patient will undergo either a revision or an explant procedure for an unknown reason.